Event description:
It was reported that shaft break occurred. The target lesion, 80% stenosed, was located in a moderately tortuous and calcified coronary artery. The compliant balloon was inflated in an attempt to deploy a 3.00 x 16mm synergy xd stent. However, the shaft broke while crossing the lesion. The device was removed, and the procedure was completed using a different device. No complications were reported in the patient.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 20cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion, 80% stenosed, was located in a moderately tortuous and calcified coronary artery. The compliant balloon was inflated in an attempt to deploy a 3.00 x 16mm synergy xd stent. However, the shaft broke while crossing the lesion. The device was removed, and the procedure was completed using a different device. No complications were reported in the patient.